Event description:
Pt had surgery in 1999 to repair fractured hip. Synthes plate, 14 hole plate implanted. On 1/3/00, pt was walking from sink at home. Leg caught in a rug and his leg "popped." Pt was not wearing brace at that time.